Manufacturer narrative:
The physical condition of the returned sample (controller) is unremarkable with no sign of damage. Examination of the electric contacts inside the cradle identified no physical damage or corrosion. No loose components were identified inside of the housing. The male pins on the controller are discolored from dried saline and/or corrosion. The returned power cord is blacked at the female end as reported. It is likely that the controller male pins were wet prior to plugging in the power cord to the back of the controller, and when activated, heat was generated, causing the blackening of the power cord. Based on the sample evaluation and investigation performed, the reported event was confirmed and root cause is most reasonably determined to be use-related. Review of manufacturing records indicate product was manufactured to specification.

Event description:
As reported, during the set up of an unknown procedure, the or staff noted the back of the x-stream controller power cord plug was charred/corroded and black in appearance. It was also reported that the biomed tech checked the fuses and stated that they appeared to be fine without any issue.